Event description:
It was reported that the patient experienced increased spasticity several weeks postoperatively following device system implant. The patient had dislodged the catheter while on vacation. She was started on oral baclofen. Upon her return from vacation, she was seen and an x-ray confirmed that the catheter was no longer in the spinal canal. The patient had surgery for catheter replacement in 2007. She returned for dose adjustments and was getting food symptom control.